Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effects of tissue damage, hypotension, and hemorrhage are listed in the mitraclip instructions for use, as known possible complications associated with mitraclip procedures. Based on all available information, the reported single leaflet device attachment/ slda appears to be due to challenging patient anatomy. The reported tissue damage was due to challenging patient anatomy as a thin leaflet was noted. The reported hemorrhage resulted in hypotension and appears to be due to procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xtr clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. (Ntr) it was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first xtr clip was implanted successfully. To further reduce mr, an ntr clip was implanted lateral; however, the ntr clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A cleft was observed in the anterior leaflet after the slda. An additional clip was not used to stabilize the slda clip, as there was not enough leaflet-length. Mr was reduced to 2. The patient was well. On (B)(6) 2020, it was observed that the first implanted xtr clip, had also detached from the anterior leaflet and remained attached to the posterior leaflet (slda), mr increased to 2-3 and chordal rupture was noted. On (B)(6) 2020, the mitral valve was surgically repaired with two rings, the clips were explanted. The patient was taken to intensive care unit (ICU). While in ICU, the patient had a bleeding complication in the right ventricle, the patients¿ blood pressure dropped, and a balloon pump had to be put in place. The patient was returned to the operating room where the bleeding was fixed. The patient recovered good and assistance of the balloon pump was lowered to a minimum. No additional information was provided.